Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated and replaced broken assembly,top level display. Uploaded b.17 software. Completed pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while moving machine from one department to another,the cardiosave intra-aortic balloon pump (iabp) unit screen wasn't secured and it fell off the mount. There was no patient involvement reported.